Event description:
The customer reported the system is displaying a collimator too large error, and are having other collimator problems. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the high voltage cable. System operates as intended. (B)(4).